Event description:
(B)(4) which stated that the pt was admitted due to elevated lactate dehydrogenase (ldh) that was found during a right heart catheter. A computed tomography angiography (cta) was performed which revealed malposition of the lvad inflow cannula. The malposition was reportedly impeding the flow through the pump, and thrombus was also suspected. The vad coordinator reported that upon admission, the pt contained of shortness of breath. It was also reported that the pt had gained 50 pounds over the past 6 months, which the physician believed was the main cause of the malposition. A decision was made to exchange the device and the pt underwent a pump exchange procedure. The surgeon noted a visual clot on the inflow stator of the pump. The device will be sent for eval. The pt remains ongoing on the new lvad.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.